Manufacturer narrative:
The insulin pump was received with a blank display and vibration due to a corroded electronic assembly.

Event description:
The customer called to report a blank display and constant vibration after the insulin pump got wet. Nothing further was reported.